Manufacturer narrative:
Patient codes: (B)(4) (ortime; surint). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic-assisted anterior resection, when device was positioned, the safety feature would not release easily and required more force than expected to move out of position to allow for the firing to commence. Clicking noise was heard from the device. The device was removed after firing and noted that the staples had been released from the body of the stapler but were malformed as if no pressure was placed against them to create b shaped staples. The knife had deployed cutting the bowel donuts but both ends of the bowel were open within the abdomen. Surgeons could not re-anastomose the tissue so surgery had to be converted to open procedure and patient required a hartman's procedure with a formation of stoma. When the device was withdrawn the safety catch had broken right off. The patient would need an additional procedure at a later date to complete the low anterior resection. The event led to tissue damage and tissue loss, surgical time extension by 1 hour.

Manufacturer narrative:
Additional information: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the cut ring was intact. Microscopic inspection of the knife noted staple divots. The safety latch was broken. It was reported that the staples did not form as expected, the safety button did not function as intended, the device broke, the device gave unexpected or uncharacteristic audible feedback of normal use and staples were missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: make certain the space between the cartridge and anvil is closed and ensure that the green bar is visible in the indicator window prior to firing the stapler. The safety will not release if the green bar is not visible in the indicator window. Failure to squeeze the instrument handle fully during firing may result in unacceptable staple formation or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. If information is provided in the future, a supplemental report will be issued.